Event description:
On (B) (6) 2008, baxa was notified by a customer that the port actuator on the top of the 2400-m compounder was broken. Customer reported that they noticed that the actuator was broken and decided to go ahead and use the compounder with the broken actuator to pump their tpn bags. Customer reported that they primed the compounder with no issues or errors noted. Customer reported that they decided to pump their adult pt's tpn (6 or 7 bags) on the compounder with the broken actuator. Customer reported that all bags pumped with no errors noted. Upon completion of their adult bags, they noticed that their neonate neo-trace syringe was completely empty. Customer reported that approx 2ccs of neotrace was in a 60 ml syringe when they set up the ingredients on the compounder. Customer is unaware if the syringe was empty after the priming process and before the tpn bag compounding production. No medical intervention was required nor was any adverse events reported from this issue.

Manufacturer narrative:
This device is still under investigation. A follow-up MDR will be submitted upon completion of the investigation.